Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer via the manufacturer representative reported that there was a loss of stimulation in (B)(6) 2016, there were high impedances, and the 's back was hurting more after two falls in (B)(6) 2015/(B)(6) 2016 and (B)(6) 2016. The patient had been using the patient programmer to increase stimulation due to her back hurting. Impedance measurements were taken at 3v and most contacts were between 300 and 500 ohms. With reference 12, all electrodes were >10,000 ohms. With reference 13: 14 = 482 ohms, 15 = 485 ohms, 5 = 417 ohms, 6 = 457 ohms, and 7 = 454 ohms. The manufacturer representative programmed a bipole at 5/6 and then 14/15 pw (B)(4) rate (B)(4); amplitude was increased to 10.5v but the patient did not feel stimulation. On contacts (B)(6) 2011, the patient felt stimulation a little bit at 10.5v before it faded but stimulation was only in one spot (the patient did not specify where). In addition, the patient saw the upper limit indicator on the patient programmer when trying to increase stimulation in (B)(6) 2016. The manufacturer representative stated the patient should not be getting the upper limit message because of the way limits were configured. It was noted that the implant was on. Program b1 using electrodes 5, 6, 7, 13, 14, and 15 with pw = (B)(4) &#62688;and rate = (B)(4) hz had a group impedance of xxx ohms. Program b2 using electrodes 5/6, 13, and 14 had a group impedance of xxx ohms. It was noted that the patient was not receiving therapy benefit. It was reviewed that the pairs used seemed to be functioning and there may be an issue with lead position. The manufacturer representative further reported that the patient was scheduled for a future appointment to get x-rays and discuss further options. Additional information received from the manufacturer representative on (B)(6) 2016 reported that the patient was scheduled to meet the nurse practitioner (np) for this physician at the end of (B)(6) due to schedule conflicts. Since the patient had not been seen in several years, the patient needed to meet with the np before the can order any further tests like x-rays to troubleshoot the spinal cord stimulation (scs) system any further. The patient's indications for use included non-malignant pain and other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.